Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: a robotic nissen surgical procedure was being performed at the time of the event. The endoscope was installed in the up orientation. The surgeon confirmed the desired orientation when the endoscope was installed. There was an indication of the image orientation provided to the user via the user interface. The endoscope and the endoscope's adapter/base were still engaged. There was no damage found to the endoscope adapter/base. Prior to the event, the endoscope was not manually rotated 180 degrees. The issue was resolved using the same endoscope. There were no reports of patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, the system had a recoverable fault and the endoscope orientation flipped. An intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the system logs and found no related errors. The endoscope up/down function was greyed out on the touchscreen. The tse recommended to remove the endoscope, clear the guided tool change, then re-install the endoscope to determine if they were able to select up/down from the surgeon side console (ssc). The system logs were uploaded and an error 23003 was noted. The procedure was completed with no report of patient injury.

Manufacturer narrative:
The reported event was addressed with phone support. An isi field service engineer (fse) verified via system logs that the customer had no further issues with the endoscope. The fse confirmed with the customer that the system was operating with no issues. The system was reportedly working properly with no issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.